Event description:
Leakage from catheter due to pin holes, several on each lumen.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint files(s) from this lot.